Manufacturer narrative:
Photograph were received for analysis showing clear gray stains on the foam tip. This type of defect is a rare anamoly. No previous complaints have been received for a similar failure mode. It is difficult if not impossible to determine the origin of the grey stains by the photographs received for analysis. The root cause could not be determined due to rare anamoly of occurrence no historical presednece similar to this failure mode has been received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative section.

Event description:
They report that during the manufacturing process they find 6 pieces that present stains on the sponges. Foreign particles: pr# (B)(4). Spots/dots: pr# (B)(4). Additional information received on 10/07/2021: of the 6 pieces: 5 pieces with foreign particles and 1 piece with spots.

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: (B)(4) no patient involvement. Imdrf annex a code medical device problem code: (B)(4) device contamination. (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
They report that during the manufacturing process they find 6 pieces that present foreign particles and stains on the sponges.